Manufacturer narrative:
The returned valve was patent. Due to a large tear in the top membrane of the delta chamber, the valve did not meet the requirements for leak testing. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials¿. The IFU also cautions ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system¿. The IFU also indicates that ¿it is suggested that the strata ii valve be placed in a surgically created loose subgaleal pocket, avoiding compression by the overlying scalp, and not under the scalp incision¿. The valve also did not meet the requirements for siphon, reflux, pressure-flow, and preimplantation testing. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may interfere with the siphon control device resulting in fluid siphoning and/or reflux. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was implanted with the strata ii valve on (B)(6) 2015. According to the report, the product tested fine before the surgery but after the surgery, the shunt system did not seem to be working properly and was found to be leaking. Reportedly, the leak seemed to be at the connection between the valve and the distal end but this could not be confirmed by the physician. It was reported that the shunt system was explanted on (B)(6) 2015 and the doctor used a replacement product to complete the surgery. According to the report, the patient was doing well and the replacement shunt system was working properly.